Event description:
The united states of america customer reported, "inconsistent if staining using multiple dako primary antibodies conjugated with fitc" and "some of the slides were affected" meaning staining alteration. The field service engineer replaced the aspiration and dispense check valve which resolved this malfunction. As a precaution, the fse also replaced the syringe and stopcock. The customer was able to complete testing by repeating the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.